Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a bad motor. There was no patient involvement.

Manufacturer narrative:
B5: correction. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a buckling upstream occlusion (uso) seal. The uso seal was replaced to fix the issue. The downstream occlusion (dso) sensor was also replaced.

Event description:
The device was returned due to a complaint of a bad motor. The investigation found that the device had a buckling upstream occlusion (uso) seal.